Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose reading of 445 mg/dl due to a bent cannula. The customer declined troubleshooting for their high blood glucose. The customer tried to bolus with 5 units but received a no delivery alarm. The alarm was cleared and insulin exited during troubleshooting. The customer will not return the device for analysis.